Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The reported problem was confirmed and the cause isolated to a failed power supply. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device failed to power on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the power supply.